Event description:
Report received from health care provider stating that pt experienced pocket fill of morphine while attempting refill of infusion pump. The pt was monitored at the physician's clinic for a while following the event and was then released, as the pt showed no signs of morphine overdose. Later that day, the physician decided to place the pt on "oral narcan", and called in a prescription to the pt's pharmacy. After the pt took the prescribed medication, the pt experienced severe morphine withdrawal which required hospitalization for 3-4 days for treatment of the withdrawal symptoms. The health care provider had no further info on the event, and stated that to the best of their knowledge, the pt was doing fine.